Manufacturer narrative:
Evaluation of the returned velocity confirmed a mid-shaft fracture. If the velocity is forcefully manipulated at an extreme angle during the procedure, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), and a neuron max 6f 088 long sheath (neuron max). During the procedure, while retracting a velocity from an ace68 and neuron max, the physician broke the mid-shaft of the velocity into two pieces within the ace68. Therefore, the physician removed the neuron max and the ace68 with the broken velocity inside. The procedure was completed using a new velocity, the same ace68 and the same neuron max. There was no report of an adverse effect to the patient.